Event description:
Report received of unrequested bolus dose delivery. The pump was programmed in the pca only mode to deliver demerol 10mg/ml with a 10mg pca dose, an 8-minutes patient lockout and a 240mg 4-hour limit. It was reported that after the patient hung the patient pendant over the IV pole, an audible "chirp" (representing a bolus request) was heard "at intervals of 8-20 minutes". When the "chirp" was heard, the pump reportedly "self-delivered" a pca dose without the patient pendant being pressed. The nurse reportedly witnessed the event. After confirming the pump settings, the pump was removed from clinical service. Therapy was resumed using a replacement pump. There was no reported adverse patient effect and no medical interventions were required. Though requested, no additional information was available.